Manufacturer narrative:
Product ID: 3888-45, lot# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the requested information for the patient's weight at the time of the event was not available, which was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v389409, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the healthcare provider (hcp) was doing an ins replacement today, but nicked both leads. It was reported that the hcp capped the leads and plugged the ins. There is not a revision date set for the new lead placement. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.